Event description:
Per dealer, the unit will run for a while and then the yellow light turns on, at 2 liters. Tech put the anazyler on and o2 levels came back at 86 -87%, the control panel shows no codes, and tubing was tested for leaks and nothing found. (B)(4).